Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm during rewind. The customer¿s blood glucose level was 124 mg/dl. Customer stated that the insulin pump was exposed to a high magnetic field. Customer was assisted with troubleshooting. Customer was able to clear the pump error, however unable to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 38 alarm during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection.